Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for the call was patient stated that they did not use the stimulator for a period of time because when they were lying in a certain position, it would put pressure on the stimulator, and it would shock them. Patient stated that they had shoulder replacement surgery twice last year and in the process of that they couldn't lie on their back or anything in bed. Patient stated that they could not have the ins turned on because they spent so much time laying down and sleeping in a different position than they normally did. Patient also stated that they had tried to turn on and off the stimulator, but it was just getting them frustrated, and it was much easier for them to let the ins deplete and not use it for a while.